Manufacturer narrative:
Date initial report sent: 04/07/2009.

Event description:
Procedure type: hernia. According to the reporter: tried to inflate balloon, but it broke after about 30 pumpings. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.